Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 500 mg/dl at the time of incident. Customer's blood glucose level was 257 mg/dl at the time of call. Customer stated that needle was broken at the connection cap. Customer stated that there was leak at the transfer guard. Customer stated that they were unsure if leak was at past 1st or 2nd o ring. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.